Event description:
It was reported that a patient had no stimulation sensation. The condition was reported (B)(6) 2013 and the patient reported no associated falls or trauma. It was reported that the patient had received a new patient programmer but it still wasn¿t communicating with the implantable neurostimulator (ins) and could not adjust stimulation. It was noted that the healthcare professional (hcp) tried with the clinician programmer (8840) and reported a ¿retry, no communication¿ screen. It was reported that the ins was in eol, and that the battery depletion was premature. It was stated that the patient¿s previous ins lasted 7 years but this one only lasted 3.5 years. It was stated that the patient¿s leads and extensions were 10 years old. Additional information received reported that ¿eventually they would schedule a surgery to replace the unit or check the leads¿. The patient stated ¿either the internal battery or the unit itself or the lead has been changed, there's nothing internal¿ but it was unclear what ¿nothing internal¿ referred to. The patient stated his unit was replaced 3 years ago and ¿may be somehow it shorted out or something happened to it, hcp (healthcare professional) didn¿t know yet. The patient noted that his hcp was contacting workman's comp and when it was approved, hcp would ¿probably¿ replace the battery. It was stated that ¿all of this has been discovered within the last month¿. It was stated that the problem was as of yet not taken care of because of pending surgery.

Manufacturer narrative:
Product ID: 3487a, lot# j0340414v, implanted: (B)(6) 2003, product type: lead. Product ID: 3487a, lot# j0337547v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. (B)(4).